Manufacturer narrative:
The reporter's product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). The patient tested three times with the meter, resulting with values of 8.0 inr, 7.9 inr, and 7.9 inr. A sample from the patient was tested in the laboratory with an unknown method, resulting with a value of 5.86 inr. All testing was performed within a 4 hour time span. There was no bleeding tendency observed for the patient. The patient's therapeutic range is 1.5 - 2.5 inr.